Manufacturer narrative:
Device evaluated by MFR: investigation completed. Unit returned in a generic plastic bag with batch 22744676 printed on it, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with the upn and lot number provided by the customer. A damage was observed on the guidewire exit hole port assembly. A damage was observed in the distal tip, and a portion of the distal tip was not returned for analysis. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The test guidewire (0.014") was not able to inserted into the catheter due to the returned condition of the catheter.

Event description:
Reportable based on device analysis completed on 04-feb-2019. It was reported that catheter unable to cross occurred. The 75% stenosed target lesion was located in the superficially calcified mid left anterior descending artery. During a percutaneous coronary intervention, an opticross imaging catheter was used. However, the catheter was unable to advance at all. Dilation was performed several times by nse. Eventually, the catheter crossed the lesion, but the image was not displayed. The procedure was completed using a non bsc device. No patient complications were reported. However, returned device analysis revealed guidewire port damage.